Manufacturer narrative:
Results, conclusion: occlusion. (B)(4).

Manufacturer narrative:
The cec adjudicated that the previously reported occlusion event was related to the study device but not related to the procedure or drug.

Event description:
During the index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid to distal sfa of the left leg. Approx 16 months post index procedure the patient suffered occlusion of the target lesion. The target lesion was treated one day later with 2 pacific xtreme pta balloon catheters, one amphirion deep pta balloon catheter and one in.pact admiral paclitaxel-eluting pta balloon catheter. It was also treated with non mdt devices and manual thrombectomy. The event was resolved. The investigator has assessed that the event was not related to the study device, procedure or drug.

Event description:
Previously reported revascularization was carried out approximately 1 month post occlusion not 1 day as previously reported.